Event description:
Related manufacturer report number: 2017865-2024-32854 additional information was received that increased defibrillation impedance was observed on the rv channel. The rv lead was explanted and replaced to resolve the event. No visual anomalies were observed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of low and high defibrillation impedance were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Visual inspection found an external insulation abrasion breaching the right ventricular cable lumen with both abraded/separated/exposure of cables proximal to the suture tie impression. The cause of the reported events was due to abraded/separate/exposure of both right ventricular cables in the abrasion zone consistent with friction to device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.

Event description:
During a remote follow-up, episodes of decreased defibrillation impedance was detected on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.